Event description:
As reported by the edwards japan affiliate, during a transfemoral transcatheter aortic valve replacement procedure, the 23mm sapien 3 valve was deployed too high in the aortic annulus and a left coronary occlusion (lca) occurred. Per report, as the left coronary artery (lca) ostium was low at 7.6 mm, protection was performed. The valve was position at 90:10 aortic/ventricular (a/v) prior to deployment because the patient has a narrow sinotubular junction (stj). Rapid pacing was set at 180 ppm, and blood pressure (bp) was under 50 mmhg at that time. The commander delivery system was prepped with 1.0ml less contrast solution than nominal volume. During deployment, the balloon inflated from the aortic side first (proximal end), but the balloon left ventricle side (distal end) was slow to inflate. The balloon with the valve moved towards the aortic side, and the valve was deployed too aortic (in a 11:-1 a/v position). Immediately after the valve deployment, blood flow at lca was confirmed. However, the heart rate decreased, and asystole developed after withdrawal of protection and delivery system. Cardiac massage was performed. A percutaneous cardiopulmonary support (pcps) was inserted. An angiography performed did not show the left coronary artery (lca) clearly. Percutaneous coronary intervention (pci) or plain old balloon angioplasty (poba) were attempted unsuccessfully. An emergency coronary bypass surgery for lca 2-vessel was performed. The patient was transferred to ICU.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the tavr procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention (pci). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. In this case, it appears that a combination of patient factors (minimal distance between the native annulus and the lca ostia) and procedural factors (deployment of the s3 valve too aortic) may have caused or contributed to the coronary artery occlusion. Investigation of this event is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned. An image evaluation was performed with imagery provided and the following was observed. Area-derived annular diameter and sinotubular junction measured at 22.4 mm and 22.8 mm, respectively. Basal plane-to-coronary artery height was 13.6 mm (right) and 7.6 mm (left) calcification was present within native aortic valve. Prior to thv deployment, the valve appeared to be positioned too high, with the center marker positioned above the basal plane. The thv appeared to be deployed unevenly, with the outflow side expanded first before reaching full expansion. Despite uneven deployment, the thv outflow side was stable throughout entire deployment. No aortic movement was observed other than foreshortening on thv inflow side during deployment. The inflow side associated with the final thv position landed completely on aortic side. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As reported, "the aortic root was at center between center maker and valve alignment maker, 80:20, prior to balloon inflation," "although the balloon was inflated, but it inflated from the aortic side and was slow to inflate on the lv side," and "the balloon with the valve moved to aortic side, eventually, the valve was deployed in 11:-1 a/v position with 1.0ml less contrast than nominal volume. Post dilations with nominal volume were executed twice." Additionally, per the event description, coronary occlusion occurred upon thv deployment. In this case, patient had native valve calcification, low coronary ostia (left), and a narrow sinotubular junction (stj), as confirmed via medical imagery review. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Per patient screening manual, minimal distance between the native annulus and the coronary ostia is a risk factor for coronary occlusion. Additionally, per imagery review, the initial thv position was too aortic within the annulus. Per training manual, the center marker must be placed at the base of cusps to render the final deployed thv position of approximately 70/30 to 80/20 (aortic/ventricular). In this case, the high positioning of thv likely caused the thv to land too aortic upon full deployment, leading to the obstruction of coronary ostia. As such, available information suggests that procedural factors (improper valve position) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment escalation is required.